Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. The device was not returned to olympus for inspection, so the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer info.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the thunderbeat surgical instrument's ultrasonic probe (thin branch) became detached. This occurred during a laparoscopy, subtotal hysterectomy with bilateral salpingectomy and drainage of the abdominal cavity. Delays occurred due to the connection of a spare set of tenderbit handles. Procedure was completed with an olympus back-up device. There were no reports of patient harm.